Event description:
It was reported that intermittently, the pump battery was depleting quickly resulting in the pump shutting off. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.